Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a left side with seroma coming out through incision causing the stitches to come out leaving an opening".

Event description:
Patient reported ¿seroma coming out through incision causing the stitches to come out leaving an opening which was repaired by the implanting surgeon." Further reported was ¿brain fog¿ which has been deemed not related to the device. Affected side is left. Device remains implanted.